Event description:
The pt was implanted with a left ventricular assist device (lvad). The pt was at home when a constant audio alarm sounded from the system controller, along with a red heart alarm. After verifying all connections were secure, the pt switched to his back up system controller and the alarms ceased.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation. The reported event of the system controller alarming was confirmed and reproduced during analysis. The black power lead was found to have a severed conductor at the connector end. Movement of the black power lead at the connector end resulted in alarms as well as interruption in pump support while tethered to the power module. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.